Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a09. Customer's blood glucose was unknown mg/dl. The customer was assisted in reviewing alarm history. The customer states that alarm received was 1, a09 alarm. The customer states alarm did not occur during the rewind/prime sequence. The customer was advised to perform rewind process again. The customer was advised to program a normal bolus into the air. Bolus amount was recorded in the bolus history. Customer stated a temp basal was not programmed before the alarm occured. The customer was assisted customer in performing a self test and test passed. The customer was advised to monitor the insulin pump.